Manufacturer narrative:
As reported via voluntary medwatch report, a 5f mynxgrip vascular closure device was inserted into the artery and inflated with heparinized saline, however, the balloon ruptured during inflation. The device removed and inspected. A second 5f mynxgrip vascular closure device was inserted, however, it did not improve hemostasis/puncture seal. Manual pressure applied for proper hemostasis which was achieved in 14 minutes. There was no reported patient injury. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The devices were used after a diagnostic left heart catheterization and bilateral lower extremity angiogram. An antegrade approach was used. A 5f 10cm non-cordis sheath was used in the procedure. The user was trained on the mynx device. The devices were prepped according to the IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure upon inflation, at the 1st stop. There was no visible damage in the distal end of the sheath after removal. The products were not returned for analysis. A product history record (phr) review of lot f2028101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ balloon loss of pressure in patient¿ and ¿failure to achieve hemostasis¿ could not be confirmed as the products were not returned for analysis. The exact cause of the reported events could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported events. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. The IFU also states to not use the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. This is one of two related reports and the related number is 3004939290-2021-02384.

Manufacturer narrative:
Additional information was received confirming that the correct patient demographic information is a 55 year old female patient as stated in the voluntary medwatch report submitted to the FDA by the customer. Please note update to section a2 and a3. No additional information is available and no further reports will be forthcoming. This is one of two related reports and the related number is 3004939290-2021-02384.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Additional information was received below but the demographic details are different from the reported event. Clarification is pending. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The devices were used after a diagnostic left heart catheterization and bilateral lower extremity angiogram. An antegrade approach was used. A 5f 10cm non-cordis sheath was used in the procedure. The user was trained on the mynx device. The device was prepped according to the IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure upon inflation, at the 1st stop. There was no visible damage in the distal end of the sheath after removal. Medical history: abnormal EKG. Demographics: (B)(6); hx: dm, gerd, gout, bilateral lower extremity claudication, degenerative joint disease, essential hypertension, former smoker. This is one of two reports associated with the reported event. The related report number is not yet available.

Event description:
As reported via voluntary medwatch report, a 5f mynxgrip vascular closure device was inserted into the artery and inflated with heparinized saline, however, the balloon ruptured during inflation. Device removed and inspected. A second device was inserted, however, it did not improve hemostasis/puncture seal. Manual pressure applied for proper hemostasis. Both devices were saved for evaluation. There was no reported patient injury.